Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads, missing cap sticker, broken off end cap and ink spot/bleeding on the middle of the lcd glass. Unable to verify for prime alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to broken off insulin pump end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 108 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.